Manufacturer narrative:
This is a definitive report. No detailed information is available as no contact information is provided. This case was received from the FDA as the letter "MDR report: <mw5174354>" addressed to our us agent dated september 11, 2025. The reported physician's causality assessment seems to be "related" to the product, because it was as "medical device problem code(s): 4001". Company comment: manufacturer's causality assessment is determined to be "not related" based on the result of investigation for lot#: 0024y26g, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring. No similar case has been reported in the use of lot: 0024y26g. Any contamination within the product was therefore unlikely. It was considered that the subsequent event was not related to the product.

Event description:
On (B)(6) 2025, a 68-year-old male patient developed mssa right knee native joint septic arthritis shortly after gel-one injection.